Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was frozen. The customer stated that the patient was already on the table and the staff were prepared to begin the procedure. The customer unplugged the station, waited a few minutes, and then restarted it, as this was the quickest option rather than waiting for the software to recover.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was frozen. A technical support specialist (tss) remotely accessed the station and reviewed the event viewer logs, identifying an application log error indicating that the anesthesia station application encountered an unhandled exception while processing a peripheral device disconnect event. Review of the anesthesia station logs showed that the barcode scanner was unplugged or disconnected around the time of the incident, causing the application to become unresponsive. Tss then checked for windows updates, found an available update, downloaded and installed it, and rebooted the station successfully. The system functioned as intended after the technical support specialist troubleshot the device.